Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the byte aligners were tipping the teeth towards the tongue, particularly the incisor which was causing the gums to pull back from the tooth and starting to expose the root.